Event description:
The customer reported that the central nurse's station (cns) does not audibly sound for alarms. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the indicator lights are working and they have alarm banners on screen. This is a gz tele department. Technical support (ts) had the customer check the audio cable to make sure it was firmly connected on both ends. The customer confirmed the cable was firmly connected on both ends. Ts advised the customer to have biomed check the issue and have them reach out if necessary. Concomitant medical device: the following device was used in conjunction with the cns: gz transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.